Event description:
Additional information received reported that the healthcare provider had erroneously reported the patient had recovered with permanent impairment. The patient was recovering fine without permanent impairment.

Manufacturer narrative:
Type of reportable event: updated/corrected to malfunction. This event no longer meets the definition of a serious injury.

Event description:
It was reported that while in surgery for a routine pump replacement due to elective replacement indicator (eri) of less than 1 month, the surgeon was unable to aspirate cerebrospinal fluid (csf) from the pump segment of the catheter. Upon opening the spinal incision, multiple loops of coiled catheter were seen subcutaneously. The anchor was still intact and it was determined that the loops were distal to or on the spinal side of the anchor. When the catheter tip was pulled out of the intraspinal space, there was csf noted, so the surgeon noted that the tip had likely still been in the intrathecal space. The surgeon opted to replace the entire catheter with ascenda and restarted the new pump at the same dose. There were no patient symptoms associated with the event. The patient¿s status was listed as ¿alive ¿ no injury.¿ it was later reported the patient recovered with permanent impairment. The type of medication being delivered via the device system was gablofen. Additional information has been requested regarding the permanent impairment, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2015 (B)(6); product type catheter product ID 8709, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2015 (B)(6); product type catheter. (B)(4).